Event description:
Additional information received identified there was no procedure delay, however, the planned unknown procedure was not completed. No harm to the patient or user was confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the light source of the visera elite ii video system center had a red cast and went out from time to time. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the chassis was worn, the top cover was worn, corrosion was noted on the base plate, corrosion was noted on the bottom plate of the chassis, and heavy dust was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.